Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error and loss of ID data was due to a damaged charged coupled device cable in the bending section. It¿s likely the cable damage occurred due to physical stress. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿important information - please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited b30 scope communication error. The issue happened in the middle of a laparoscopy appendectomy procedure. There was a delay of approximately 10 seconds. The patient was under general anesthesia. The procedure was completed with a different endoeye (model: ltf-vh, serial no. (B)(4). There were no reports of patient harm associated with the event. This complaint is created to capture the information obtained during follow up for additional information regarding b30 scope communication error which occurred on (B)(6) 2022. Patient identifier: (B)(6) captures complaint on the b30 error that occurred on (B)(6) 2022 during an appendectomy procedure.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. Scope was received with static image and a b30 communication error message. It was noted that there was no data transmission in the device. Scope had a heavy buckle on the video cable and deep slice on the bending section cover with a crack glue that exposes the thread. In addition, the insertion tube was loose from the switch unit side. The bending section cover was removed and found bending section dry with no frayed wires. The scope connector was opened and found dry with no corrosion. Evidence of physical damage from the bending section could have damaged the charge coupled device (ccd) elements that could have caused the image problem. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.